Manufacturer narrative:
An initial medwatch report was submitted. Upon further review, it was determined that this medwatch report is a duplicate and should be considered void. The original event was submitted in medwatch report # 3003916417-2025-00285.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plunger rod was broken /damaged. The following information was provided by the initial reporter: it was reported that during the catheterization procedure, in which the material is used for contrast infusion, pressure is applied, causing the plunger to break and leak.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.